Event description:
It was reported that during daily measurements it was found that this right atrial (ra) lead was exhibiting high within normal range pace impedance measurements. Technical services (ts) recommended programming changes to improve longevity. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).